Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The affected device was returned to the manufacturing site as documented in section d9, and will later be further investigated by the manufacturer. Should relevant additional information /investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the device temporarily lost its signal. The duration of the signal loss was 1 to 2 seconds. This happened 4 to 5 times. No negative impact in state of health reported. Cross reference MDR: 1221826-2026-0611; 1221826-2026-0612.

Manufacturer narrative:
The device will be forwarded to the MFR. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4). Cross reference complaint ID: (B)(4). Cross reference complaint ID: (B)(4).